Event description:
On (B)(6) 2010, at outlying facility, pt had non-stemi and 2.5x32 taxus liberte placed in mid lad. On (B)(6) 2010, pt presents to our facility with stemi. It is discovered that pt still holds unfilled prescriptions from (B)(6) 2010, has not taken any of prescribed medications including asa and plavix. Films reveal previously placed stent in mid lad totally occluded with thrombus. Thrombectomy performed, 3.0x20nc quantum apex, 3.0x30 apex used for multiple inflations. A 3.0x18 multi-link vision placed just proximal to previously placed stent. Films reveal a good angiographic result. Arrangements made for pt to have medications provided.